Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer delivered a bolus of 12 units, instead of the intended bolus for 12 grams of carbohydrates. Blood glucose (bg) level was in the 20's (mg/dl) and was addressed with orange juice. Review of the pump history by tandem technical support verified that a bolus entry of 12 grams was never entered onto the bolus feature; however, the customer entered in a override bolus. Reportedly, the customer's maximum bolus settings was set to 12 units; therefore, the bolus size did not exceed 12 units. The customer acknowledged that the reported issue occurred due to user error, and at the time of the reported event, bgs were 200's (mg/dl).